Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified and severely tortuous proximal right coronary artery (prox rca) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation using a 3.0x15mm apex balloon and placement of a 3.00x16mm promus element plus stent. Then stent deformation was noticed. The physician used a 3.00x12mm promus element stent to cover the lesion and proximal stented area. The procedure was completed successfully. No patient complications were reported and the patient condition was ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance is limited due to anatomical/procedural factors.(B)(4).